Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause is due to corrosion on connector unit, the reported incompatible scope error e315 occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had incompatible scope error code e315 displaying. The event had occurred during reprocessing. There were no reports of patient involvement.